Event description:
Customer alleged speed issue on chair and it ran her into stove. (B)(4) order #63622. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51pr, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6)female. The consumer's preexisting medical condition states she has parkinson's disease. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown . The consumer's caregiver stated that the chair was speeding and the consumer ran into the stove breaking her ankle. She was taken for medical treatment. The caregiver stated that the chair was recently repaired and returned to the consumer on (B)(4) 2012 and this incident took place (B)(6) 2012. Caregiver did not state what repair was made. A repair technician has been to the consumer's house. No RMA has been issued at this time.